Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0bn6f, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient fell two weeks prior to the report, broke her sacrum, and they though she had broken her implant as well. Since the fall the patient had problems, a return of symptoms, and had been going to the bathroom. They had to put in a catheter. The patient was not feeling any stimulation and wasn¿t getting any benefit. The patient was admitted to the hospital and was there for one week. The patient had been in a nursing home for rehabilitation for four days. She had an appointment scheduled with a doctor on 2014 (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.